Manufacturer narrative:
A1, 2, 3, 4; b3, 6, 7; d11: info was not provided by the initial contact.

Event description:
It was reported that during a low anterior resection procedure, the trocar tips were broken off them. Opened another package and used those. No pt consequence.